Manufacturer narrative:
(B)(4). The reported complaint of broken package - sterility compromised was confirmed based upon the sample received. The customer provided one photo for analysis and returned one unit of 528235 visistat 35w 6/box for investigation. The individual returned unit was an unopened sample in its original packaging. The packaging of the returned unit was observed to be damaged, with cracking near the tip of the device where the staples are ejected and open edges in the top left corner of the packaging. The sterile barrier of the returned sample was compromised due to the packaging damage. CAPA has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Root cause was identified in CAPA. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the package was found broken during inspection. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.

Manufacturer narrative:
Qn#: (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "the package was found broken during inspection. All of the defects found during the same exact inspection at the same time. The outer box was not damaged." No patient involvement.